Event description:
Arrive clinical study: 276 days post index procedure, the patient expired. The index procedure treated one de novo target lesion 3.5 mm in width, 16 mm in length, with 70% stenosis. The physician direct stented the lesion with one taxus express2 8.8% 3.5x16 mm stent without complication. Residual stenosis was 0% after deployment. The patient was discharged from the hospital 5 days post index procedure receiving unspecified anti platelet therapy. The side reported that the patient expired and no further information is available. No autopsy was performed.